Event description:
It was reported by the customer through the emergency support program that a gas gain alarm on a cardiosave after returning from CT. The trigger signal had stopped reading, the leads were replaced, and then the alarm appeared. The tubing was clear and the patient was stable. Esp person had her confirm there was no blood in the helium line and that all connections were secure. Esp person explained the alarm and troubleshooting steps. No clear cause was found. No harm or injury to the patient was reported.

Manufacturer narrative:
Other contact information: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) generated a gas gain alarm. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The customer reported that the patient had been transported to CT approximately 3 to 4 hours earlier and that within the previous 30 minutes the unit was unable to read the trigger signal. The ECG leads were replaced, after which a gas gain alarm occurred. The customer reported that the helium tubing appeared clear, the patient pulse was stable, and no significant clinical changes had occurred. Esp personnel guided to the customer to verify there was no blood in the helium tubing and all connections were tight. Esp personnel explained the nature of the alarm and appropriate troubleshooting should it happen again. No obvious clinical cause for the alarm was identified at that time.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (type of investigation).